Manufacturer narrative:
Patient city: (B)(6) patient country: united kingdom

Event description:
Reference number (B)(4). Event occurred in the united kingdom it was reported that the patient experienced infusion set not adhering due to tape not sticking event on (B)(6)2026. No further information available.